Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument and performed a device evaluation. Failure analysis confirmed the customer reported complaint. The permanent cautery hook (pch) instrument was found to have a segment of the conductor wire dislodged from the conductor cap and it was exposed on the outside of the yaw pulley. The instrument passed the electrical continuity test. The conductor cap was properly seated within the distal clevis as the hook moves in yaw. As of 04/09/2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. A log review was conducted, and it was confirmed that the permanent cautery hook (pch) (420183-11) n10160915-875 was last used on (B)(6) 2018 during a cholecystectomy procedure with system sh0701. No image or procedure video were provided by the site for review. This complaint is being reported because damage to the weld or conductor wire of the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information were either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's 9th usage and, therefore, had not expired. Implant date is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a permanent cautery hook (pch) instrument had a loose wire at the distal end. The procedure was completed and there was no report of patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) performed follow-ups and obtained the following additional information: the isi clinical sales representative (csr) indicated that the site's robotic coordinator was currently not working at the site and had no access to email or voicemail. The csr did not have any further information regarding the case as he was not present. The hospital customer representative was unwilling to provide any patient-related information due to the hospital¿s hipaa policy.